Event description:
On november 19, 2020, a reporter for the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that the patient's onetouch select simple meter read inaccurately high compared to the patient's feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2020 at 12:30 am when the patient obtained a blood glucose reading of "520 mg/dl" with the subject meter in response to symptom of feeling "uneasy." The patient manages their diabetes with insulin. In response to the elevated result, the reporter claimed the patient's doctor gave phone advice to administer 20 units of rapid insulin. The reporter claimed that 1 hour later, the patient's blood glucose retested "500 mg/dl" with the subject meter and a further 20 units of rapid insulin was administered. The reporter claimed that at 4:30 am, when the patient became "unconscious," a blood glucose test was performed with the subject meter and a reading of "480 mg/dl" was obtained. The reporter claimed that at around 5:30 am, the patient was admitted to hospital where they received treatment of IV glucose and stated the patient felt better 1 hour after receiving treatment. The reporter claimed the patient's blood glucose was measured on the hospital meter on arrival at hospital and a reading of "22 mg/dl" was obtained. The reporter indicated the patient was discharged from hospital the following day and is feeling fine. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment for an acute low blood glucose excursion after additional insulin was administered based on alleged inaccurate high results obtained with the subject meter.